Event description:
Pt had lap band surgery 5 years ago. Last thursday, she began experiencing lots of pain. He went to the ER and it was discovered that the device had detached and migrated to the lower left side of his abdomen. She is scheduled for surgery.